Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer wakes up low in the 40 mg/dl. When they eat for lunch, their blood glucose would go high. The customer¿s blood glucose level was 450 mg/dl at time of incident and current blood glucose level was 397 mg/dl. The customer also experienced blood glucose levels of 598 mg/dl, 437 mg/dl, 397 mg/dl and 227 mg/dl. The customer was treated with bolus and manual injection. It was reported that during troubleshooting of high blood glucose they had noticed air bubbles in the tubing and reservoir. The size of air bubbles were pen ball point. The customer was advised to change the set and monitor the blood glucose. The insulin pump will not be returned for analysis.